Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation, the electrode belt failed an therapy electrode recognition test. The cause for the failure was isolated to a severed pulse wire in the front cable. The trunk cable was cut. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.